Manufacturer narrative:
It was noted that no additional information will be provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left hip due to pain and cup loosening. Stem remained implanted.

Manufacturer narrative:
An event regarding shell loosening involving a omnifit m/s psl shell 54mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because no device and/or medical records were provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's left hip due to pain and cup loosening. Stem remained implanted.